Event description:
Consumer complaint of about high blood results. Customer states that her normal result is usually 117 to 130. Reviewed memory for previous results... (Time and date is not correct) (B)(6). Run back to back blood test 411/375mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.